Manufacturer narrative:
A tech found the wheel brake was not pressed completely, user error. The technician pressed the brake latch all the way down to resolve the issue.

Event description:
The account alleged the brakes were not locking. No pt impact.